Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Alleges tilted back while being hoisted into the chair and once the hoist was removed, the back actuator failed causing consumer to fall out.